Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. The additional driver used in the case was; it-sd1009; locking nut driver, hexalobe, short, lot# 21403-1 manufactured 1/2/2013. An evaluation of both the returned drivers found the distal hexalobe tip had fractured and became detached. The break patterns are consistent with the report from the customer. Self limiting torque wrenches are not intended to be hit with a mallet. The torque handles self limit based on an intended value determined by the engineering department. Any additional force that a surgeon applies can cause inadequate performance of both the instrument, and implants. Because the wrong handle was used in conjunction with the locking nut drivers, the hexalobe tips fractured and completely broke off. There are no limits to the force applied to ratcheting handle reportedly used. In this case the force applied to the drivers by the ratcheting handle exceeded the material strength of the drivers.

Event description:
The surgeon hit the counter torque handle with a mallet because it slipped twice, he was trying to make it stick in good. Instead the handle broke we had no other torque drivers in this hospital. He then took the ratcheting t-handle with hexalobe shafts, and both shafts broke because that was not the correct handle.